Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2007 (left side was reported in a separate complaint). Patient has experienced pain and discomfort in both hips. There is no mention of revision on patients right side.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.